Manufacturer narrative:
H10: manufacturing review: a lot history review could not be performed since the lot number wasn't provided. Investigation summary: the stent delivery system was not returned for evaluation, however, a photo and videos were made available. The first video clearly shows a portion of the stent that has not been deployed. The second video depicts the stent already fully deployed. The investigation is confirmed for partial deployment. A definite root cause of the reported incident can not be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. With regards to device warning, the instructions for use states that 'visually inspect the bard e luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment'. With regards to general directions, the instructions for use states 'pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician'. Regarding accessories, the instructions for use states ´the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath' also 'via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion'. With regards to general warnings, the instructions for use states that 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit'. The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. With regards to indications for use, the instructions for use states that the stent is to be used on femoral and iliac arteries. Based on reported information, the intended placement site for this stent was the venous system which represents off-label use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure through left popliteal vein, the stent was unable to be released completely with 0.5 cm remained. Therefore, the handle was completely disassembled, and part of the outer sheath was removed, and then another attempt was made and the stent was released completely. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo and videos were provided for review. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that during a stent placement procedure through left popliteal vein, the stent was unable to be released completely with 0.5 cm remained. Therefore, the handle was completely disassembled, and part of the outer sheath was removed, and then another attempt was made and the stent was released completely. There was no reported patient injury.